Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not fire on one side and did not form properly on the other side. The surgeon ligated the site with a ligating device. The hosp reported that no pt injury had occurred.